Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Apparent noise in ventricular high rate episodes. Also, lead warning occurred on (B)(6) 2013.

Event description:
It was reported that the patient went to the emergency room (ER) due to experiencing wamble. There was a right ventricular (rv) lead warning and oversensing was observed by pressing a force upon the patient¿s abdomen. X-ray confirmed there was a fracture on the rv lead. It was noted that the patient had experienced an infection. A medical decision was made to cut the lead off at the distal side from fractured position, and repaired with a kit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: kdr731 implantable pulse generator (ipg), implanted: (B)(6) 2004. Product ID: 4968-35 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.